Event description:
It was reported, the insufflation unit exhibited device not working. Service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
Fields updated: d9, h2, h3, h6, h11. The device was returned to olympus for inspection. The reported failure mode was reproduced and confirmed. Additionally, the following failure modes were newly discovered: control board failure, and corrosion of flat cable wiring. Based on the results of the investigation, it is likely the following led to the panel light and control board malfunctions: cause traced to component failure. The cause of the corrosion of the flat cable wiring could not be established based on the available information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit exhibited device not working. Service / maintenance (not in a clinical setting). There was no patient involvement.